Event description:
The first report of two involving the same patient, but a different catheter. A 1104 bt was reported to have malfunctioned during patient use. The incident was described as follows; on the third day of use, the catheter stopped measuring the intracranial pressure and temperature. The patient's position was changed the day before the unit malfunctioned. The catheter was replaced. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.